Event description:
Facility reported that a nurse was filling a c1000 portable liquid oxygen unit when it froze to the stationary liquid oxygen unit. She kept twisting and turning the c1000 in an effort to disengage the units, which is contrary to product instructions (enclosed) this caused the female quick connect on the c1000 to come loose from the female adapter, which resulted in a liquid oxygen leak. The nurse received a second degree burn to her thumb. She was treated at a local clinic and returned to work. When facility arrived at the scene, the c1000 quick connect was located in the stationary quick connect, which duplicated the reported problem. The stationary unit passed on-site testing. Facility stated this nursing home has recently experienced an increase in damaged equipment due to unintentional mishandling. They are planning to hold a training session with the nursing home to reveiw proper handling procedures. Facility stated that this particular c1000 has not been serviced since the purchase date, in 10/96. Reference co's complaint #cgmp 19973325.